Event description:
A needle was inserted into the left upper quadrant beneath the costal margin in the midclavicular line. The abdomen was then insufflated with approximately 4 l of carbon dioxide with pressures not to exceed 17 mmhg. Next, a 11-mm transverse incision was made approximately 2 cm superior and 2 cm to the left of the umbilicus. An 11-mm trocar and portal were inserted. The trocar was removed. The portal was connected to the insufflator. A light and video camera were connected to a 10-mm angled diagnostic laparoscope. At this point, it was felt that the anterio-posterior large lap-band would be the appropriate size. The lap-band was now introduced into the abdominal cavity using the band introducer through the 15-mm portal without difficulty. Attention was now focused on the 15-mm right upper quadrant port site. This incision was lengthened medially and laterally. At this point, we noted a small band fragment at the level of the fascia. This was approximately 5 mm x 2 mm x 0.5 mm in size. It was elected to reinsert the ports and inspect the band itself. Upon inspecting the band itself, there was noted to be a very small fragment of the leading shoulder to the buckle of the band with no other band injury. There was no apparent injury to the band itself. The cuff was now inflated under pressure, and 15 ml of fluid was added to the cuff with no apparent leak. These findings were discussed by telephone with technical representatives of the brand manufacturer, allergan. Following discussion and further inspection of the band, it was felt that the integrity of the tubing band and cuff was intact. It was felt that there was a small fragment of the buckle missing. However, this did not affect the integrity of the buckle itself, and that we could safely leave the band in its present location. Pictures of this defect were made prior to removing the laparoscope and port.